Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Although no parts were returned for evaluation, a photograph of damaged component was provided for review. Based on the provided photograph, the reported event was able to be confirmed

Event description:
A user facility biomedical technician (biomed) contacted fresenius technical services (ts) because the led indicator light for the mute button on a 2008k2 hemodialysis (hd) machine was staying lit, even at start-up. The mute function still worked, but the light was staying on and not working correctly. The biomed removed the machine from service to troubleshoot the issue. During their evaluation, the biomed reported finding corrosion on the mute board and a burn mark on the mute chip located on the mute board. Upon follow-up, the biomed provided their theory that a patient care technician (ptc) used too much bleach when disinfecting the system post-use. The biomed thinks bleach leaked through to the rear (inner) side of the metal panel, and dripped down to the mute board at the bottom of the panel leaving behind streaks of residue. The biomed believes the mute chip got wet and shorted. To resolve the reported issue, the biomed replaced the mute board and the cable going into the mute board. There was no burning smell, smoke, melting, or arcing noted, and there were no reports of sparks or flames. No damage was identified on any other components. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The biomed stated there were approximately 35,000 hours on the machine at the time of follow-up. Following the repair, the machine was returned to service. The replaced parts were not available to be returned for evaluation as they were reportedly discarded. A photograph showing the inside of the panel was provided for review. There was no patient involvement associated with the reported event.